Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 22-nov-2022 to 21- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer had failed. A technical support specialist stated that the customer indicated that the issue was resolved, and no further follow-up was needed. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system drawer failed, prevented the user from removing medication. The customer stated that there was a delay of about ten minutes and the required medication was alprazolam. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed, prevented the user from removing medication. The customer stated that there was a delay of about ten minutes and the required medication was alprazolam. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the device, it was determined that the reported malfunction could not be replicated. The customer indicated that the issue was resolved and no further follow up was needed. The system functioned as intended after troubleshooting.